Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother's insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident exceeded 400 mg/dl. Troubleshooting was declined for the high blood glucose and the no delivery alarm. The patient was treated with an insulin bolus. No products were returned or replaced.